Event description:
Utilized cologuard test. Returned positive abnormal. Colonoscopy was performed (B)(6) 2024, with nothing found, including no polyps. Per doctor 8 out of 10 are false positive. I am concerned about false negatives, this test is not a benefit but false assurances of no colon cancer present. Would like you to find out what stats they have regarding test results. I feel that this (B)(6) test is not accurate and should not be recommended. Informed my pcp doctor of findings and strongly recommend to not suggest.